Event description:
It was reported during a colectomy procedure that the device would cut, but stapled partially. At the 1st activation, the instrument cut and stapled. Then, it blocked, did not cut/staple. The surgeon changed the cartridge, but the instrument remained blocked. The surgeon used another like instrument. There was no adverse patient consequence.